Manufacturer narrative:
Journal reference: kumar, f.r.c.s. (C), et al. "Complications of spinal cord stimulation, suggestions to improve outcome, and financial impact." J. Neurosurgery: spine 5, 2006; 191-203.

Event description:
The article includes one case of hematoma surrounding the implantage stimulator that required evacuation to resolve. On other info concerning pt outcome was included. Journal reference: kumar, f.r.c.s.(c), et al. "Complications of spinal cord stimulation, suggestions to improve outcome, and financial impact." J. Neurosurgery: spine 5, 2006; 191-203.